Manufacturer narrative:
During the requested site visit, abbott field service identified that the 1 ml syringe for the reference solution was loose. The 1 ml syringe was tightened, and system performance was verified by a successful calibration with controls in range and an acceptable precision run, resolving the issue. No additional reports of discrepant or inconsistent results have been received since the syringe was tightened. A 12-month review of complaint and trending data for the 1 ml syringe and the architect c systems did not identify any trend or systemic issues. The architect system operations manual and ict sample diluent package insert provide adequate information regarding handling samples, patient result flagging, maintenance, component replacement, operational precautions, limitations of result interpretation, and troubleshooting for the reported issue. Based on the investigation no product deficiency was identified for the architect, serial number (B)(4), or the alnty c-series 1 ml syr, list number 09d41-03.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium (na) results generated on the architect analyzer for two patients. The results provided were: pt#1 initial na = 164 / repeated 143 / retested 10 times = 140-142mmol/l (normal range 137-147mmol/l); pt#2 = 165 / 139mmol/l. There was no reported impact to patient management.